Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): h3. Analysis of the wireless recharger wr9200 (serial #:(B)(6) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger is showing scrolling battery lights. Caller said that the patient woke up to find that their implanted neurostimulator was depleted and they are not functioning very well right now. Caller stated that they attempted a hard reset prior to calling but that did not resolve the issue. An email was sent to the repair department to replace the device. Additional information received that the battery recharger stopped charging resulting inability to charge internal battery. Replacement recharger resolved the ins depletion.